Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not pace and had a cracked cover. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a cracked cover. It was also indicated that the ventricular output connector was broken as well as multiple other external components. It was unconfirmed that the epg would not pace. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.